Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted into a patient for the emergent endovascular treatment of thoracic aortic aneurysm. It was reported that the patient was treated for a large ascending thoracic aortic aneurysm. The head vessels were bypassed off of the ascending graft. The distal aortic graft suture line broke down and there was a large hole that needed to be covered. The physician implanted the 38x38x150 valiant stent graft over the wire antegrade from the ascending graft to cover the hole in the conventional graft. There remained excessive bleeding and a 40x40x200 valiant stent graft was implanted successfully sealing the defect in the aorta. The patient fibrillated. The physician attempted to restore the patient to a normal rhythm; however, the physician was unsuccessful. The procedure was ended with patient death. Per the physician the cause of death was arrhythmia, unrelated to the stent graft.